Event description:
After 2 years of implantation, this ICD was explanted and returned because of discomfort and irritation at the placement site. It is believed that the device functioned normally.note: an ep study showed that the patient had improved and did not need a device anymore.

Manufacturer narrative:
The analysis on this device is pending. (B)(4)

Event description:
After 2 years of implantation, this ICD was explanted and returned because of discomfort and irritation at the placement site. It is believed that the device functioned normally. Note: an ep study showed that the patient had improved and did not need a device anymore.

Manufacturer narrative:
The analysis on this device is pending.